Event description:
Boston scientific received information that the patient with this device system reported enduring dizzy and fainting spells, along with an increased heart rate. The patient consulted with their physician, who instructed the patient to send information through the home monitoring system to the physicians website. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.